Manufacturer narrative:
The returned screws were examined. The color was found to meet specifications. The complaint could not be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00187 and 3012447612-2017-00189 thru 3012447612-2017-00199.

Event description:
It was reported that 12 screws appeared to be the wrong color upon receipt. The screws should be green, but appeared to be yellow. There was no surgery or patient associated with this event. This is report seven of twelve for this event.